Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that a dissection was identified at the distal edge of the 3.0 x 18 xience v stent in the calcified mid left anterior descending artery after deployment requiring the placement of a 2.75 x 15 xience v stent to seal the dissection. There was no adverse patient sequela. There was no additional information provided.

Event description:
It was reported that during a stenting treatment procedure guide wire breakage occurred. The lesion was an area of impacted calculus at the ureterovesical junction of the distal left ureter. A 20cm, 20g, non-bsc needle was guided into the left kidney. A transcend 18 135cm guide wire was advanced through the needle into the renal pelvis and down the ureter into the distal ureter. The wire bunched up and doubled back on itself and was not able to be advanced into the urinary bladder. The wire appeared to be unraveling and fraying. The 20g needle was exchanged for an 18g needle. The wire was able to be removed from the patient; however, "tiny, hair-like loops" of frayed wire remained in the renal pelvis. A .035 non-bsc guide wire was eventually able to be advanced past the calculus and into the urinary bladder. A 28cm 6f double pigtail ureteral stent was placed. No attempts to remove the wire fragments were performed as they are likely to pass spontaneously via the patient's urine. There were no additional patient complications reported with the patient's current condition listed as ok.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the patient's mother/reporter for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient's mother/contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving an error 5 message. The patient's diabetes is managed with self adjusting insulin. The error 5 issue began one week prior to contacting lifescan. On (B)(6) 2010, the patient reportedly developed symptoms of "faintness and sweating." At 8 pm, the patient received treatment with food/drink from a non-healthcare provider. No other devices were used at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the error 5 issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia and received treatment accordingly after the product issue began.